Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the med application was not launching and screen stuck on bluescreen. A technical support specialist confirmed that the issue was resolved after the customer ran a package to restore the update folder on the device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the med application was not launched for the station ed fasttrack and screen stuck on the bluescreen. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.